Manufacturer narrative:
Per tandem¿s t:flex user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 166 mg/dl. Reportedly, the pump supplies were changed to address the issue. Additionally, the customer was using expired cartridges not compatible with tandem's insulin pumps.